Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer failed to open. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-feb-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station cubie drawer was failed. The field service engineer (fse) had spoken with customer and logged in to the station. The issues with full height (fh) drawer 7 not appearing on the bus were resolved. The drawer was tested several times with the customer, and fh drawer 7 functioned correctly. No further issues were found, and no additional assistance was required. The customer acknowledged the resolution. The system functioned as intended after the field service engineer repaired the device.